Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for a follow-up. Upon interrogation, the right ventricular lead exhibited loss of capture and loss of sensing, a micro-dislodgement was suspected. On (B)(6) 2016 the lead was successfully repositioned . The patient was discharged on (B)(6) 2016 in stable condition.